Event description:
It was reported that the patient never had therapeutic effect. There was no therapy effect from (B)(6) 2014. Also, a lead wire came undone and a revision was done (B)(6) 2014 but it still did not work. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0hy0l, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0hy0l, implanted: 2014 (B)(6); product type lead. (B)(4).